Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer's insulin pump alarmed no delivery. His blood glucose was 82 mg/dl at the time of reporting. The customer was unable to troubleshoot, but was advised to do a full set change. He also declined to return his reservoir for analysis. No additional info was reported.